Event description:
It was reported that the user experienced elevated blood glucose after breakfast while using the ilet, with readings progressing from 256 to 233 and then to 154, and the user suspected higher-than-usual carbohydrate intake; the user considered a site change, and education on monitoring and allowing the pump algorithm to respond was provided. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and resolution of blood glucose to within a lower range following monitoring. Investigation included user troubleshooting and education regarding postprandial glucose management and algorithm response. Investigation of this case revealed no device alarms and no confirmed device or component malfunction, with hyperglycemia assessed as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence